Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 402452 lead, implanted (B)(6) 2002. (B)(4).

Event description:
It was reported that there were multiple episodes of automatic mode switch (ams) on the right atrial (ra) lead as a result of lead noise. The noise was reproducible with isometrics. The physician chose to leave the lead in unipolar. The patient will continue to be monitored. The lead remains. No patient complications have been reported as a result of this event.